Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was in a car wreck on (B)(6) 2018, and since a few days after that they had noticed sensations in other areas than they normally had sensations, and they were causing pain and a jolt when they bent down. The patient stated that since the wreck, they still had accidents due to crutches and not being able to get up very quickly, but it was still helping with their symptoms of accidents and smearing all day long. It was reviewed that they could turn stimulation down or off. The patient stated they had been set on 7, they brought it down to 3, and it minimized the pain. The patient was advised to contact their healthcare provider to resolve the issues, and noted an appointment on (B)(6) 2018. On a second report, a healthcare provider reported that the patient was having uncomfortable stimulation since the accident. The patient was advised to turn the device off if it was uncomfortable, and the patient was not ready at that time to turn the device back on to check where they were feeling stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) indicating that the cause of the jolting when bending, stimulation in the wrong location, and uncomfortable stimulation was unconfirmed. The rep reported the actions taken to resolve the jolting and stimulation in the wrong location were that they worked with the patient to reprogram the device, but the issue had not been resolved. It was also reported that the patient would be having a revision. No further complications were reported.